Event description:
Roche diagnostics received an allegation that a patient received a questionable result when tested with a coaguchek inrange meter (serial number unknown). A sample from the patient was tested using the meter, resulting in a value of 4.2 inr. Within 3 hours of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.17 inr. The patient's therapeutic range was not provided.

Manufacturer narrative:
On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Manufacturer narrative:
The customer was sent a retention meter and performed testing using the original inrange meter, the retention meter (unknown serial number), and the laboratory method. The result from the original meter was 6.20 inr. The result from the retention meter was 6.80 inr. The result from the laboratory method was 4.56 inr. The customer decided to stop using the meter. The investigation could not identify a product problem.